Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The automated impella controller was returned for investigation. The data analysis of the logs for this failure mode was not necessary. The console was observed and showed that the purge flag within the purge disc retainer housing had been broken. The complaint cause is likely due to natural wear and tear of the plastic componentry on top of unintentionally aggressive use when inserting purge discs. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) would not read the purge disc. It was reported that the purge disk was inserted and reinserted multiple times. However, the aic continued to alarm no purge disk detected. The aic was replaced with another aic. There was no patient harm reported.